Event description:
Clinic notes dated (B)(6) 2015 note that the vns was titrated high, but caused significant side effects and had to come down. Further follow-up revealed that the patient experienced vocal cord paralysis. The believed cause of the vocal cord paralysis is surgical manipulation. No additional relevant information has been received to date.